Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 500mg/dl and insulin pump alarmed for no delivery. Customer treated high blood glucose with syringe and current blood glucose was 150mg/dl. Customer declined to perform troubleshoot. Customer states that no delivery alarm occur during bolus or fixed prime. Customer then states that insulin was exited just they are unable to remove infusion set . Customer advised to monitor pump and call back if issue persists again. Insulin pump will not be return for analysis.